Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Event description:
Patient reported left side "pain." And the healthcare professional reported "a suspected rupture." Healthcare professional later reported "2017 breast cancer" which is not device related. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "pain." And the healthcare professional reported "a suspected rupture." Healthcare professional later reported "2017 breast cancer" which is not device related. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported pain in the left side, the gynecologist suspects a rupture left side. Also reported "2017 breast cancer". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Cancer breast-ndr: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional also reported "2017 breast cancer," not device related. The device has been explanted.